Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left leg vessel. A 6.0 x150, 135cm charger balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured at nominal pressure. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.